Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6 - investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions. H10: investigation summary: request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation in database. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation actions: clinical evaluation: a clinical evaluation was conducted by a convatec's medical affairs leader. From the information provided, blistering would not require second surgery unless it was a wound dehiscence. A hospital reported that the patient developed both closed and open blistering, which necessitated repeat surgery. It was reported that after two day use, the skin damaged and the patient's complaint of extreme pain were contributing factors to the decision for a second surgery and blistering alone would not typically require repeat surgery unless it resulted in wound dehiscence. No device malfunction was confirmed. The case remains classified as severity 4 for vigilance trending. Due to the absence of product samples and lot information, a targeted product investigation could not be conducted. Current controls review: in response to the complaint and due to the absence of lot number, a comprehensive review of manufacturing controls was conducted across the relevant product: aquacel ag scd drs 9x15cm (1x10pk) us. This review aimed to confirm that current controls are sufficient to detect and prevent the reported failure mode. Current quality controls during the manufacturing process: based on the process instruction (pi), the following tests are performed in the manufacturing lines, in order to identify this failure mode in our manufacturing process: test methods (tm) "visual nonconformities - laminated adhesive products": ¿ frequency: hourly ¿ sample quantity: continuous visual inspection ¿ acceptance criteria: accept = 0/ reject = 1. "Hydrofiber pad: appearance": ¿ frequency: hourly ¿ sample quantity: continuous visual inspection ¿ acceptance criteria: the hydrofiber pad is white or off-white. "Length and edge dimensions of the hydrofiber pad": ¿ frequency: hourly ¿ sample quantity: 1 sample ¿ acceptance criteria: pad outline - length (millimetre (mm): nominal: 120 mm , lower limit: 116 mm, upper limit: 124 mm side border 1 (mm) nominal: 19mm, lower limit: 16mm, upper limit: 22mm side border 2 (mm) nominal: 19mm, lower limit: 16mm, upper limit: 22mm end border 1 (mm) nominal: 15mm, lower limit: 12mm, upper limit: 18mm end border 2 (mm) nominal: 15mm, lower limit: 12mm, upper limit: 18mm "hydrofiber pad alignment": ¿ frequency: hourly ¿ sample quantity: 1 sample ¿ acceptance criteria: pad alignment ¿ side (curvature): nmt 1 mm pad alignment ¿ end (angularity): nmt 4 mm. "Dressing: outline dimensions": ¿ frequency: hourly ¿ sample quantity: 1 sample ¿ acceptance criteria: dressing outline - length (mm): nominal: 150 mm, lower limit: 148 mm, upper limit: 152 mm dressing outline - width (mm): nominal: 90 mm, lower limit: 89 mm, upper limit: 91 mm. "Dressing: pet peel tab dimensions": ¿ frequency: every 2 hours ¿ sample quantity: 4 samples per station. ¿ acceptance criteria: pet tab width (mm): nominal: 17mm, lower limit: 15mm, upper limit: 19mm. Pet width to edge (mm) nominal: 25mm, lower limit: 22mm, upper limit: 28mm. Current quality controls during the packaging process: based on the process instruction (pi), the following tests are performed in the manufacturing lines, in order to identify this failure mode in our manufacturing process: test methods (tm) "sterile packaging inspection for nonconformities - visual attributes": ¿ frequency: hourly ¿ sample quantity: 1 market unit ¿ acceptance criteria: accept = 0/ reject = 1. "Net content": ¿ frequency: hourly ¿ sample quantity: 1 market unit ¿ acceptance criteria: the net content must comply with the document and the requirements of the production order. Current quality controls during mass production: based on the process instruction (pi), the following tests are performed in the manufacturing lines, in order to identify this failure mode in our manufacturing process: test methods (tm) "rolling ball tack test": ¿ frequency: first unit and every time the order is returned to the line ¿ sample quantity: 2 samples ¿ acceptance criteria: not more than (nmt) 1" travel. Test methods (tm) "visual nonconformities - laminated adhesive products": ¿ frequency: first unit and every 30 minutes ¿ sample quantity: 2 samples per process control ¿ acceptance criteria: scd window, there must be no breaks in the pet release liner at the edge of the window "product characteristics and dimensions": ¿ frequency: first unit and every 30 minutes ¿ sample quantity: 2 samples ¿ acceptance criteria: the pet release liner must peel off the adhesive from the side with the release coating. Process failure mode effects analysis (pfmea) and risk management: all inspections and controls are documented in process failure mode effects analysis (pfmea) analyses for manufacturing line. The severity of potential failure modes is rated as 4 (serious), and the occurrence is 1 (remote), according to risk management procedure standard operating procedure (sop) and, the likelihood of harm to the end user is considered highly unlikely due to the effectiveness of the controls in place. Trend analysis: as part of the investigation, a review was conducted on "tissue damage penetrating wounds full thickness" complaints associated with products manufactured on the same production line. The analysis covered data from 2024 to 2026 and no additional complaints were identified. Based on the data reviewed, there¿s no indication of a recurring or systemic issue. The complaint seems to be an isolated event rather than part of a broader pattern. Personnel notification and training: as part of the investigation, the teams involved in the manufacturing of the affected product were informed about the reported issue. The goal was to raise awareness and reinforce the importance of inspection protocols, especially considering that no specific lot number was available. The notification sessions were carried out across all shifts, served as a reminder to remain vigilant and maintain high standards in daily operations. This effort helped ensure that everyone involved continues to follow established controls and remains attentive to any signs of deviation, even in cases where product traceability is limited. Attached files on the complaint investigation in database: 19mar2026personalnotification record in database. Conclusion: although no specific lot number was identified, the investigation incorporated a thorough clinical evaluation, a comprehensive review of manufacturing controls, trending analysis of related complaints, and personnel awareness efforts. The clinical evaluation concluded that from the information provided, blistering would not require second surgery unless it was a wound dehiscence. Manufacturing controls across the relevant product were found to be robust, with multiple layers of inspection and risk mitigation in place. No deviations or systemic failures were identified. Trend analysis of harm "tissue damage penetrating wounds full thickness" from 2024 to 2026 revealed and no additional complaints were identified. Personnel involved in the manufacturing process were notified to reinforce awareness of the potential failure mode and the importance of inspection protocols, ensuring continued vigilance. Investigation outcome: no systemic issue was detected. The complaint appears to be an isolated case with no evidence of recurring product failure. Based on the available data and controls in place, the investigation outcome is inconclusive, with a low risk of recurrence. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Event description:
An orthopedic surgery physician assistant from a hospital surgery department reported that the patient developed both closed and open blistering, which necessitated repeat surgery. It was reported that after two day use, the skin damaged and the patient's complaint of extreme pain were contributing factors to the decision for a second surgery and blistering alone would not typically require repeat surgery unless it resulted in wound dehiscence. The product was used. A photograph depicting the issue was received from the complainant.

Manufacturer narrative:
Name of the hospital: (B)(6). Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.